Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Z-2718-2020 for iui connection issues. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken upper hinge door, and damaged bottom rear case, broken bezel assy upper hinge, corroded right, left iui. A review of the device history record showed the device had a manufacture date of . The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 08mar2017 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has an unknown issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.